Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) alerted for right atrial automatic threshold (raat) suspension due to low evoked response (ER). The stored electrograms (egms) show a possible loss of capture (loc) on the right atrial (ra) lead. Recommended an in-office assessment for the atrial threshold with consideration of disabling the raat feature. The presenting electrogram (egm) shows the device working as programmed. There are no stored arrythmias and the battery longevity is normal. The crt-d remains in service and there were no adverse patient effects reported.